Manufacturer narrative:
Correction information provided in h.6. (FDA component code). Photo provided shows what appears to be an implanted intraocular lens (iol), there appears to be a scratch/line on the optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the a crack of approximately 2.0 mm appeared near the center of the optic of the iol. The surgery was completed as it was without product replacement, and there was no effect on the postoperative visual acuity. There was no abnormality in the injector plunger, and the setting method has not changed from before, so the physician suspects a problem with the cartridge. The iol was left in the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).